Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Additional information has been requested. Initial reporter zip code and phone number was not indicated at this time. (B)(4).

Event description:
A physician reported that five days following a laser assisted cataract surgery and intraocular lens (iol) implant procedure, the patient experienced eye redness, pain, vision unclear, bulbar conjunctival congestion, striae, pupillary area covered in membranous effusion. The patient was treated with medication. The patient was hospitalized. A yag laser exudative membrane incision was performed. Postoperative endophthalmitis was excluded. It was considered to be reactive non-infectious inflammation after the iol implantation. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of two viscoelastics, which are not qualified for the lens/cartridge/handpiece combination used. A company physician reviewed four photos that were provided for assessment. All photos show a broad beam direct view of the anterior segment. Photo #1 poor quality, shows mild to moderate hyperemic eye with whitish material/haze in anterior chamber, unable to see details. Photo #2 higher magnification show irregular pupil with whitish dense irregular material apparently in anterior chamber but unable to determine origin. Photo #3 higher magnification shows whitish material arranged in a fiber/membranous shape apparently located in front of iol. Photo #4 darker better contrast picture showing sight irregular pupil and fiber like/membrane like whitish material apparently in front of iol. The product investigation could not identify a root cause. The company physician's photo conclusion: although a true assessment may not be completed based solely on static pictures, the observations may be compatible with post-operative intraocular inflammation. (B)(4).